Manufacturer narrative:
Other, other text: h3 and h6 updated. H10 : device evaluation: one device was returned for investigation. Visual inspection showed a cracked tank cover. Functional testing was done where customer complaint of leak was confirmed. Upon further investigation, it was found that the leak was due to cracks around the screws in the tank cover which is a supplied item. A manufacturing device history review was not done as the device is beyond a year from the date of manufacturing.

Manufacturer narrative:
Date of event, UDI section, are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer unit was leaking. Confirmed no patient involvement.